Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s pump malfunctioned, specifics of ¿malfunction¿ were not provided. Customer was taken to the hospital on (B)(6) 2022 by ambulance with a blood glucose level of 1286 mg/dl. No additional details were provided regarding nature of treatment or discharge date and a root cause could not be confirmed. Reportedly, customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the customer¿s pump malfunctioned, specifics of ¿malfunction¿ were not provided. Customer was taken to the hospital on (B)(6) 2022 by ambulance with a blood glucose level of 1286 mg/dl. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.